Event description:
It was reported that pump battery depleted. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, no additional troubleshooting was completed, and no confirmation of battery issue was made, with no further actions documented.